Event description:
It was later reported that the patient initially went to the hospital due to the symptoms of shocking and jolting, and once the patient went to the hospital they refused to leave. The hospital staff attempted to send the patient home, but the patient refused. Additional information received reported that it was suspected that the patient was treated as an inpatient. It was unknown exactly when the patient checked in and out, but it was thought the patient was at the hospital for a couple of days. It was unknown what was done from a diagnostics standpoint when the patient was in the hospital. The patient's managing physician did not known why the patient was experiencing the shocking/jolting. The patient was referred to a neurosurgeon to considered revising the pump pocket or moving the pump.

Event description:
It was reported that the patient was in the hospital complaining of shocking and jolting over her pump. The pump was checked the following day and no issues or anomalies were noted. The patient only felt the shocking and jolting sensation when she leans back. The pump was used to infuse dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709sc, lot# n195563001, implanted: (B)(6) 2009, product type: catheter.